Event description:
It was reported that the atrial lead exhibited loss of sensing, low impedance and an insulation anomaly. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.